Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6)2010 in pt's right eye. The lens explanted due to excessive vaulting associated with elevated iop, narrowing of the angle and shallowing of the acd.

Manufacturer narrative:
(B)(4)- secondary surgery- (B)(4) - excessive - (B)(4).